Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, after being placed and before being connected to the device, the lead dislodged. There were no other options for lv lead placement due to patient anatomy. The lead was removed and a new lead was implanted in the his bundle. No patient complications have been reported as a result of this event.